Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). One ventricular fibrillation (vf) episode of <(><<)> 220 ms cycle length was recorded on (B)(6)-2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos). Reprogramming to eliminate the oversensing was unsuccessful. The pacing portion of the rv lead was capped and a previously capped pacing lead was reactivated in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 350974 competitor implantable pacing lead 2007 (B)(6); 4194 implantable pacing lead 2012 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.